Event description:
The manufacturer received information alleging a ventilator sparked when plugged in. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center a failure related to the ac inlet connector and power management board was observed. The device's ac inlet connector and power management board was replaced to address the issue.